Event description:
The tip of the broach broke during the surgery and remained implanted in the pt.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.